Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the pump supplies multiple times. The customer's blood glucose (bg) level was 261 mg/dl and a correction bolus was delivered to address the bg level. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. The customer was to use novolog pens to manage diabetes.